Manufacturer narrative:
(B)(4). The device was tested on the bench and no anomaly was found.

Event description:
It was reported that the dft was unsuccessful at implant. The system was implanted even after an unsuccessful dft test. At a later date, the device was explanted and the rv lead was unsuccessfully repositioned and ultimately replaced. No further information available.